Manufacturer narrative:
(B)(4).

Event description:
Information was later received from the health care professional indicating that the event was related to intrathecal medication spe cifically hydromorphone. The event was resolved without sequelae on (B)(6) 2015

Event description:
Information was later received from the health care professional indicating that no actions/interventions were taken to resolve the patient's nausea, headache and catheter occlusion event. The clinical site was not aware of any catheter occlusion event. Per the event form, the patient suffered withdrawal and this was related to intrathecal medication hydromorphone.

Event description:
It was reported on (B)(6) 2015 the patient contacted the clinic and experienced intrathecal (it) medication side effects including not feeling well, headache, and nausea. The opioid in the pump was rotated from morphine to hydromorphone at her previous fill. On (B)(6) 2015 she presented for a refill and reported nightmares, sweating, nausea, and hot flashes. The opioid was rotated back to morphine during this refill. The event was considered mild and non-serious and the patient was reprogrammed on (B)(6) 2015. It was further reported while refilling the pump with new medications secondary to the side effects, the provider was unable to aspirate the catheter and the device diagnosis was a catheter occlusion. The catheter was attempted to be cleared; however the healthcare provider (hcp) was able to aspirate on (B)(6) 2015. Additionally, the patient contacted the clinic reporting withdrawal symptoms which included increased pain and hypotension on (B)(6) 2015 and the patient visited the emergency room (ER). The event was considered ongoing as of (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The cause of the catheter occlusion was not determined.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer patient receiving clonidine (unknown concentration at a dose of 119.92ug/day), bupivacaine (unknown concentration, at a dose of 8.994mg/day), and morphine (unknown concentration at a dose of 4.497mg.day) via an implanted pump. Indication for use was noted as malignant pain and spine/back. The patient reported a change in therapy effect. The patient had ended up in the emergency room (ER) for withdrawal after the physician "took the medication out of the catheter" and they "didn't expect that I'd have the problem." The patient was told it would take 27 hours to get medication again and they ended up in withdrawal 15 minutes after the procedure. This occurred in (B)(6) 2015. Patient reported that going into withdrawal was hard on their system and pushes "you into tachycardia." The patient expressed concern about going without medication during an MRI as the patient had a "very sensitive system."

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709, serial# (B)(4), implanted:(B)(6) 2012, product type: catheter. (B)(4).